Event description:
Additional information received indicated the patient's wound site has progressively healed.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced wound healing issues at the ipg site. The physician indicated no signs of infection were present, but opted to place the patient in antibiotics for preventative care. On (B)(6) 2020, the wound site was drained.